Event description:
Customer alleges machine lost circuit pressure during a case and experienced difficulty in ventilating in mechanical and manual modes. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.